Event description:
It was reported, that the patient presented in the clinic with an infection. At the implanted device pocket site. Also, it was noted, that the pacemaker has eroded from the pocket. The physician explanted the entire system pacemaker, right ventricular lead and atrial lead. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The device was returned due to patient infection and pocket erosion. A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device. A malfunction based on analysis was found. As received, the device output and telemetry communication were normal. Visual inspection of the header attachment area detected a bonding anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The device was tested for a hermeticity breach which was not observed. The device was cut open to enable further testing and battery was found in normal range. The hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly.